Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs number 1225714-2014-00739 and 2937457-2014-00336.